Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed all functional tests including the basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was observed during testing. A scratched lcd window and cracked reservoir tube lip noted.